Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1223 showed one other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a patient receiving chemotherapy through a PICC stated that they had an onset of stinging in their mid-upper arm during chemotherapy infusion. Nurses noted swelling and the PICC was discontinued (d/c¿d). The PICC was found to have a pin point leak approximately at the 29 cm mark. The catheter was inserted on (B)(6) 2016 by clinician in the patient¿s right basilic vein. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter terminated at the 47 cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. A permanent kink impression was observed at the 8 cm depth marking. A partially circumferential split was observed between the 10 cm and 11 cm depth markings. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. During manual manipulation, the sample kinked preferentially both at the kink site and at the split site. Microscopic inspection of the split revealed rounded edges. The split edges exhibited a dully granular texture. Material buckling and abrasion were evident in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter.